Event description:
Customer reported three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred on during three days. Incidents occurred immeidately at the start of treatment and wee noted by the cobe 3 hemodialysis machine's blood leak alarm. Blood leaks were confirmed visually in the dialysate and with positive hemastix. For ecah incident, blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 250cc to 300 cc. Treatments were resumed with new disposables and completed without incident. For each incident, no patient injury or medical intervention was reported per customer.